Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via the risk manager that notice of litigation was received which states patient underwent endometriosis surgery. Pleading further states the stapler allegedly caused serious injuries to plaintiff when it failed to create a proper anastomosis and caused leakage within the patient and that patient underwent seven additional surgeries.

Manufacturer narrative:
(B)(4). Date sent: 04/27/2022. Additional information: surgeon confirmed that he used a cdh29a.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2022. Medical record received. Please see attached document.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2022. Medical records received. Please see attached documents.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2022. Medical records received.